Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After support was initiated, it was reported that the patient experienced absent pedal and posterior tibial pulses to the distal extremity of the impella leg, but the medical staff was able to obtain popliteal pulses with doppler. It was noted that the patient continued to experience self-terminating ventricular tachycardia with minimal pulsatility and the patient¿s neuro prognosis appeared to be poor with seizure activity noted, and overall prognosis guarded. The patient¿s neuro status remained unchanged in the following days and noted that the patient did not respond to pain stimulus. The patient¿s family decided to withdraw care, care was withdrawn and the patient expired.